Event description:
It was reported that the ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received final analysis found that the proximal insulation was abraded at 56.6 cm to 57.2 cm from the connector pin exposing the proximal coil resulting in the reported noise.